Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb) to resolve the issue. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
(B)(4).

Event description:
It was received information stating that an 840 ventilator had an inoperable graphical user interface (gui) display. It has not been confirm if the event was during patient use. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, while in use on a patient, an 840 ventilator had an inoperable graphical user interface (gui) display. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.